Event description:
It was reported that the bottom screen of the external pulse generator only partially displayed. It was also reported the secondary display (lower one) is unreadable. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is out of specification (missing segments). Upper and lower cases and side bail covers are broken. Ring cover is contaminated. The ring is bent.